Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastomeric cap coil of a large volume intermate device was noted to be broken. This was found during set up before compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- april 30, 2015 ¿ may 4, 2015. The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye showed no evidence of broken cap coil. However, the fillport cap was noted to be missing. The unit was not returned in its original package. The cause of the missing fillport cap could not be determined during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.